Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on a minicap transfer set was cracked. This issue was identified during use with patient involvement. The transfer set has been in use for about one (1) month. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye identified broken occluder feet. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Leak testing and clamp function testing failed due to the broken occluder feet. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.